Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 136mg/dl. A system check was performed and a crack was observed on the cartridge. A cartridge change was performed resolving the occlusion alarm.